Manufacturer narrative:
Isi has not received the vse instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: there were 13 high initial starting impedance messages recorded during the use of this vse instrument on the e-100 generator logs. These messages can occur if the tissue is desiccated, which may suggest the surgeon is using a technique similar to banding or are sealing multiple times over the same area, which may result in more sticking and carbonized tissue remaining on the jaws. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted ileocolic resection procedure, mesentery tissue was getting stuck on the jaws of the vse instrument. The surgeon wiggled the tissue off; however, in one instance a small mesenteric vessel started bleeding. The surgeon used v-lock sutures to oversew the mesentery and stop the bleeding. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted ileocolic resection procedure, about halfway while using the vessel sealer extend (vse) with the e-100 generator, mesenteric tissue was sticking to the jaws of the instrument. The surgeon wiggled the tissue off but during one occasion, the sealed vessels in the mesenteric tissue (a small mesenteric vessel) started bleeding. The amount of blood loss was 30 ml. The surgeon used v-lock sutures to oversew the mesentery and stop the bleeding. The surgeon then applied electrolube on the surface of the vse jaws and continued the surgery using the same instrument. There were no further issues. The surgeon says that he does not double seal tissue. There were no post-operative complications seen. The bedside assist cleaned the jaws properly each time they removed the vse instrument. The patient has a history of crohn's disease and the mesentery was thickened. Though patient demographic information and other relevant questions were asked, responses to these were not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h7, h9 and h10. Corrected data can be found in sections h7 and h9.